Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age, dob & weight not provided for reporting. (B)(4). This report is for unknown (1) screw lag to unk - screw cortex /unknown lot number. Originally implanted in (B)(6) 2017. Device is not expected to be returned for manufacturer review/investigation. PMA 510k#: unknown. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal of a plate and seven screws from the fifth metacarpal on (B)(6) 2017 due to infection. One (1) 2.0 variable angle hand plate, six (6) 2.0 locking or cortex screws, and one (1) independent lag screw were originally implanted in (B)(6) 2017. The patient was healed; however, the wound became infected. The devices were removed intact and not replaced with anything. The surgery was successfully completed with no delay. The patient outcome was reported as fine. This complaint involves three (3) devices. This report is 3 of 3 for (B)(4).